Event description:
It was found through obituary search by the edwards implant patient registry that this patient edwards was notified through the thv implant registry that the patient passed away 4 days after the successful implantation of a sapien valve via the transfemoral approach. The actual cause of death is not yet known. Per the edwards lifesciences field clinical specialist (fcs) summary of the case, the 22 fr sheath was inserted with no issues. The physician had difficulty crossing native aortic valve with wire due to dilated right cusp. Several attempts were made using different wires and diagnostic catheters and it took 75 minutes to cross the aortic valve. Bav was performed using 22x4 nucleus balloon. Post bav it was noted via tee that there was an aortic annular rupture that caused a dissection in the right cusp. There was no pericardial effusion. A decision was made to place the 23mm sapien. Upon advancing the rf3, the guidewire was inadvertently pulled out of the lv and the physician was unable to advance back into lv. The sapien valve was then deployed in the descending aorta. The native valve was re-wired and a 2nd 23mm sapien valve was prepped and deployed in the annulus. The patient¿s pressure was controlled by anesthesia using inotropes and remained stable. After valve deployment it was noted by tee that the right cusp dissection (caused by the non-edwards bav) extended to the aortic arch/ subclavian. By the end of the case the dissection had extended to abdominal aorta. No further intervention was done. The patient left the or intubated and on inotropes.

Manufacturer narrative:
Investigation of the event is ongoing.

Manufacturer narrative:
The patient medical history was updated with the additional information received in the medical records received. According to the information provided in the follow up echo report and death summary note, 3 days after the tavr procedure a follow up echo reported that the aortic bioprosthetic valve appeared to open well with normal velocities for this type of valve. There was no evidence of aortic insufficiency. The ascending aorta was dilated and the false lumen in the descending aorta did not appear to have progressed. During the post operative period, the patient received aggressive antihypertensive medications to keep her blood pressure stable and sedation was maintained. She developed significant problems with recovery and had hypotension resulting in 2 codes being called 3 days after tavr. Because of the significant issues with recovery and her past medical history it was decided after discussion with the family to place the patient on dnr status and she succumbed to her cardiovascular compromise 5 days after the index procedure. In this case, it appears that the patient demise 5 days after the implantation of a sapien valve was associated to the aortic dissection caused by non-edwards bav balloon catheter. The follow up echo reported that the valve was functioning well. There was no allegation or indication of a device malfunction. Therefore, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.